Event description:
We received a report concerning an intraocular lens that was removed and replaced during the same procedure. The same type/brand of lens was used for the replacement. The report indicated that a doctor error occured and that the incision was not large enough. Further, the report indicated that the incision was not enlarged. No sutures were required and there was no patient injury. Clarification has been requested, but not received.

Manufacturer narrative:
(B)(4). An empty box was returned to the manufacturer on (B)(4) 2013. Placeholder.